Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient's daughter, the patient did need to go to the hospital and did experience any adverse health consequences because of the event. While the patient was setting in the living room and his machine was running, she checked her father after hearing a beep. There were audible and visual alarms at the time of the event. She states that she heard a beep and then saw orange flashing light. She called customer service and changed filter/column as directed. The patients o2 level was dropping and she called ems and he was transferred to the hospital via ambulance. There was an alternative oxygen supply for use during the device issue. He is currently still hospitalized diagnosed with double pneumonia. His treatment included breathing treatments, o2 and antibiotics. The patient is doing much better and continues o2 24/7 @ level 3. They did receive a replacement unit within 3-4 days.